Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. The customer had difficulty breathing and had heart problems. The customer treated her blood glucose level with manual injections. The call was disconnected. The device was not returned.